Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clip did not form properly when applied to either duct or artery. The clip was applied with the same instrument. There was no consequence to the patient.